Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified iliac artery. A 9.0mm x 40mm x 80cm (5f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The device was removed without problems and the procedure was completed with a different device. There were no patient complications nor injuries reported.